Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not alarm no delivery during high pressure test. The customer's blood glucose was 171 mg/dl at the time of incident. The customer's blood glucose was 280 mg/dl at the time of call. The customer declined to repeat high pressure test. The insulin pump will be returned for analysis.